Event description:
Routine investigation when a complaint was received that a lower blood glucose value of 53 mg/dl was received on a customer's precision qid meter when compared to a laboratory result of 178 mg/dl. When these results were plotted on a clarke eror grid, the analysis fell into the "c" zone showing them to be clinically significant. There was no report of death, serious injury or medical intervention.